Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿+ pen needle experienced a case of the needle being unable to be removed from the pen. The nurse received a dirty needlestick injury. It has not been specified whether the nurse received medical intervention/testing as a result. The following information was provided by the initial reporter: the nurse used the needle of disposable injection pen to inject insulin to the patient, and the injection process was normal. Because the tooth marks of the needle cap and the needle seat of disposable injection pen could not be fully occlusive, the needle could not be unscrewed when the needle was discarded, and the operating nurse did not observe carefully, so the needle was left on the pen. Other nurses did not notice the needle and got a needle stick injury when they injected the patient again.

Manufacturer narrative:
H6: investigation summary: no photo or sample returned for further analysis or investigation. Tested (B)(4) retention samples of thread function and outer cover pull force, all results passed. User should follow instruction to attach outer cover then screw off and dispose used pen needle. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd micro-fine¿+ pen needle experienced a case of the needle being unable to be removed from the pen. The nurse received a dirty needlestick injury. It has not been specified whether the nurse received medical intervention/testing as a result. The following information was provided by the initial reporter: the nurse used the needle of disposable injection pen to inject insulin to the patient, and the injection process was normal. Because the tooth marks of the needle cap and the needle seat of disposable injection pen could not be fully occlusive, the needle could not be unscrewed when the needle was discarded, and the operating nurse did not observe carefully, so the needle was left on the pen. Other nurses did not notice the needle and got a needle stick injury when they injected the patient again.